Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the mobile app initially did not display a glucose reading, after which a reading appeared showing 255 mg/dl following a recently unannounced meal; the user¿s glucose then trended downward and the user understood to allow the ilet system to deliver correction without additional action. Symptoms included no reported adverse symptoms. Outcomes included no injury, no medical intervention beyond routine use, and no hospitalization. Investigation included customer support troubleshooting and user education regarding meal announcements and allowing automated correction. Investigation of this case revealed user-related use error due to a missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement leading to transient hyperglycemia, with proper device function observed.